Event description:
It was reported that there was a sensor failure: force sensor test. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection revealed the keypad was damaged. During set-up, the problem was duplicated. However, the root cause of the issue could not be determined. Replaced force sensor, also replaced plunger printed circuit board and cable as preventative measure.